Event description:
Information received indicates the left foot siderail would not always latch when placed into the raised position.

Manufacturer narrative:
The technician isolated the issue to a worn latch spring. He replaced the latch spring to repair the bed.